Event description:
The patient experienced unspecified withdrawal symptoms. The pump was found to be in "safety mode" at the minimum flow rate; the critical alarm was sounding. The pump could not be restarted. The patient was given oral medication. The pump was replaced. There was reported to be no patient injury. The device system was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.